Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer's blood glucose was unknown. There was no delivery alarms and when customer prime insulin pump, the piston was much slower than it used to be. The reservoir also was not seem to fit right any more, it was tight when replacing it and a plastic piece often breaks off when they changing it. The insulin pump will not be returned for analysis.